Event description:
This spontaneous case from united states was received on 28-feb-2018 from patient's son-in-law. This case concerns an (B)(6) female patient who initiated treatment with synvisc one and the same day could hardly walk, injection site was red, had severe pain/ pain during injection and after unknown latency had infection suspected. The patient used to use a cane before. She did not have any devices in her and only had diabetes and no allergies. No previous medications or concomitant medications were reported. On an unknown date in 2017 (late (B)(6) 2017 or early (B)(6) 2017), patient received treatment with intra articular synvisc one injection (unknown dose) once in both knees (batch/ lot number and expiry date: unknown). The patient's son-in-law was in the room with the patient when they gave her synvisc one and they cleaned the injection site and he did not remember if they gave her any numbing agent. They opened the packet in the room. The patient did complain a lot about the pain during injection but the doctor said it should not hurt. On the same day, the patient was in severe pain by the evening of the injection and could hardly walk. She used to use a cane before synvisc and after it she had to use a walker. The injection site was red the same day. She had a horrible night that night due to pain. The patient got very ill after that for a few days and was hospitalized for about 3 days due to infection but he said he was not sure of exact diagnosis. It was reported that they did not do any blood work or drain fluid. She was not told to take any over the counter pain meds after but they did give her IV antibiotic in the hospital. It was not sure if the patient had fever. She was doing pretty good now. Corrective treatment: walker for could hardly walk; IV antibiotic for infection suspected; not reported for other events. Outcome: unknown for infection suspected; recovering for others. Seriousness criteria: disability for could hardly walk; hospitalization for infection suspected. Pharmacovigilance comment: sanofi company comment dated 05-mar-2018: this case concerns a patient who received treatment with synvisc one. Later, the patient experienced pain during injection, injection site redness, could hardly walk and a possible infection. The temporal gap indicates a plausible relationship. However, more information on the suspected diagnosis, lab data, patient's medical history, concurrent conditions and concomitant medications will provide a comprehensive assessment of this case.

Event description:
This spontaneous case from united states was received on 28-feb-2018 from patient's son-in-law. This case concerns an 81 years old female patient who initiated treatment with synvisc one and the same day could hardly walk, injection site was red, had severe pain/ pain during injection and after unknown latency had infection suspected. The patient used to use a cane before. She did not have any devices in her and only had diabetes and no allergies. No previous medications or concomitant medications were reported. On an unknown date in 2017 (late (B)(6) 2017 or early (B)(6) 2017), patient received treatment with intra articular synvisc one injection (unknown dose) once in both knees (batch/ lot number and expiry date: unknown). The patient's son-in-law was in the room with the patient when they gave her synvisc one and they cleaned the injection site and he did not remember if they gave her any numbing agent. They opened the packet in the room. The patient did complain a lot about the pain during injection but the doctor said it should not hurt. On the same day, the patient was in severe pain by the evening of the injection and could hardly walk. She used to use a cane before synvisc and after it she had to use a walker. The injection site was red the same day. She had a horrible night that night due to pain. The patient got very ill after that for a few days and was hospitalized for about 3 days due to infection but he said he was not sure of exact diagnosis. It was reported that they did not do any blood work or drain fluid. She was not told to take any over the counter pain meds after but they did give her IV antibiotic in the hospital. It was not sure if the patient had fever. She was doing pretty good now. Corrective treatment: walker for could hardly walk; IV antibiotic for infection suspected; not reported for other events outcome: unknown for infection suspected; recovering for others seriousness criteria: disability for could hardly walk; hospitalization for infection suspected a global pharmaceutical technical complaint (gptc) number is (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional info received on 04-mar-2018. Global ptc number was added and ptc results were added. Pharmacovigilance comment: sanofi company comment dated 04-mar-2018: the information received in the follow up does not change the previous case assessment. This case concerns a patient who received treatment with synvisc one. Later, the patient experienced pain during injection, injection site redness, could hardly walk and a possible infection. The temporal gap indicates a plausible relationship. However, more information on the suspected diagnosis, lab data, patient's medical history, concurrent conditions and concomitant medications will provide a comprehensive assessment of this case.